Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer failure and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the issue had been resolved by a third-party contractor through the replacement of the drawer slides. The fse verified that all relevant tests were successfully completed in the hardware test application, and the customer was able to access the storage space without any difficulty. The system functioned as intended after the field service engineer repaired the device.